Manufacturer narrative:
E1: (b)(6). Name: Medtronic MinimedCountry: United States of AmericaStreet Address: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325.IMDRF Med. Dev. Problem Codes: Code A030208 - Color of product is different from that expected is not available in Database to capture infusion set discoloration.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.

Event description:
It was reported that patient faced an event on (b)(6) 2026 where the infusion set turned black after 2-3 days of use.